Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation notes the sample was returned with the tip of the inner shaft is broken off, the broken fragment was not returned. Measurable dimensions were within specification. The fracture face is homogenous which indicates material conformity. Product development evaluation notes the inner shaft is designed for screw removal and is not intended for screw insertion. It was successfully tested and validated as a removal instrument for zero-p va screws. Inserting a screw with this instrument could require higher torque, which can break the instrument. Due to the size of the screws, the instrument design requirements were for a threaded removal shaft small enough to provide access to the internal threads. These design aspects require care during use to prevent damage/breakage. This complaint is invalid because the inner shaft was used for screw insertion and this instrument is not design or labeled for screw insertion, the intended use is for screw removal. The higher forces during screw insertion (as compared to screw removal) could have caused the inner shaft to break. Using the removal instrument for screw insertion was a contributing factor for the instrument breakage. A review of device history records for manufacturing revealed no complaint related issues. It is concluded that incorrect usage was a contributing factor for the instrument breakage. The inner shaft was used for screw insertion and this instrument is not design or labeled for screw insertion therefore this complaint is invalid from a manufacturing perspective. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that while using the inner shaft for removal screwdriver for insertion of a 14mm zero pva screw, c3-c4 anterior cervical discectomy and fusion (acdf); the tip of the inner shaft broke off. Tweezers were used to retrieve the broken tip. A fluoroscopy image showed that the implant was placed correctly and procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.